Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28 ,lot# va0ry96, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Analysis of the ipg (s/n (B)(4)) found no anomalies. Analysis of the tined lead (lot va0ry96) found that the conductor, at the distal end, was broken. Fdrs and fdc is for pli 20, the tined lead. Fdrs and fdc is for pli 10, the ipg.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ry96, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative reported the patient was complaining of intermittent shocking at the implantable neurostimulator (ins) pocket site. It was indicated the surgeon removed the battery and lead but did not think the battery was a problem. The patient was getting good stimulation from the new system. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Device was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.